Manufacturer narrative:
H2: device catalog and lot number received. H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that during a surgical procedure, it was noted that the rasp broke. It was also reported there were no delays and no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer

Event description:
It was reported that during a surgical procedure, it was noted that the rasp broke. It was also reported there were no delays and no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.